Event description:
After withdrawing blood, the phlebotomist attempted to secure the protective shield. The shield locked while engaged half-way. The unshielded needle pivoted and punctured the person's finger.